Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found a code in the ventilator memory logs but could not duplicate the reported event. The ventilator passed all testing and was returned to clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, 840 ventilator did not switch to battery when there was a power outage. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.